Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. Starting on the day of the onset of peritonitis the patient was treated for three days with an injection of meropenum (ip, 1 gm) and heparin (ip, 1000 iu). At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.